Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. A philips remote service engineer (rse) analyzed the system remotely and confirmed that the system had been unable to boot. During troubleshooting, the rse instructed the customer to inspect the m cabinet, where the f1 switch was found turned off. To resolve the issue, the customer reconnected the f1 switch. The system was returned to use in good working order. The codes were updated based on the investigation outcome.